Manufacturer narrative:
Updated information received that indicated there was a micro dislodgement. 23-mar-2022 - this lead was repositioned in the normal right septum. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Based on the provided trend data no conclusion can be drawn regarding the root cause of the observed micro-dislodgement that might have led to loss of capture. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Updated information received that indicated there was a micro dislodgement. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Based on the provided trend data no conclusion can be drawn regarding the root cause of the observed micro-dislodgement that might have led to loss of capture. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 3 months, it was reported that a possible loss of capture was observed. Furthermore, an increased pacing threshold was detected. A lead repositioning is planned.

Manufacturer narrative:
Updated information received that indicated there was a micro dislodgement. On (B)(6) 2022 - this lead was repositioned in the normal right septum. Update 05. May 2022: the analysis of the provided fluoroscopic images and case report revealed that both lbb and atrial lead were dislodged and that the atrial lead was retracted into the subclavian vein, confirming twiddlers syndrome. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Based on the provided trend data no conclusion can be drawn regarding the root cause of the observed micro-dislodgement that might have led to loss of capture. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Based on the provided trend data no conclusion can be drawn regarding the root cause of the observed micro-dislodgement that might have led to loss of capture. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.